Event description:
It was reported that the ilio sacral screwdriver's retaining screw was broken. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
Device has not been returned to medtronic for eval. Visual examination confirmed that the retaining pin has sheared and the setscrew is missing. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.